Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. Parts not returned.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively and delayed the surgery by 20 minutes. It was reported that the em stylet has recognition failure. The em stylet was replaced with a new one and the replaced one could be recognized normally. The surgery was completed with navigation and there was no impact on patient outcome.